Event description:
It was reported that the patient has experienced being out of breath when walking or exercising in the two weeks since implant. The patient also indicated that they had a av junction ablation 12 days after implant. Follow up with the physician indicated that the patient symptoms were not related to the device but to the patient's underlying heart disease and atrial fibrillation. The patient's device was upgraded to a bi-ventricular pacemaker. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient has experienced being out of breath when walking or exercising in the two weeks since implant. The patient also indicated that they had a "av junction" 12 days after implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
New information obtained indicated that this was not a device malfunction but a patient condition.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).